Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm epic plus mitral valve was chosen for a procedure. During procedure, the annulus was sized, but the valve could not be implanted, one of the struts was catching on some excess tissue. A new 27mm epic plus mitral valve was chosen and completed the procedure while patient on bypass. There was some additional time in the procedure and it was unknown if there was a patient effect.

Event description:
It was reported that on (B)(6) 2026, a 27mm epic plus mitral valve was chosen for a procedure. During procedure, the annulus was sized, but the valve could not be implanted, one of the struts was catching on some excess tissue. A new 27mm epic plus mitral valve was chosen and completed the procedure while patient on bypass. There was some additional time in the procedure and it was unknown if there was a patient effect.

Manufacturer narrative:
An event of one of the struts was catching on some excess tissue was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. No images were provided for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. This includes multiple inspections throughout the valve manufacturing process to ensure the sutures are in place and intact on both the assembled valve and after the valve is placed inside the valve jar. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.